Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic pulmonary valve, a lunderquist guidewire dislodged the valve. A stent was placed inside the valve and an additional valve was implanted. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).